Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, cutaneous contour deformity, rupture symptomatic. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced bilateral symptomatic rupture, rippling, breast pain. As a result, the patient will undergo removal and replacement with unspecified breast implants on (B)(6) 2019. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient experienced bilateral capsular contracture baker grade iii and replacement with allergan brand breast implant. Codes : cutaneous contour deformity, breast pain were removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/30/2019, it was reported to mentor that the date of explantation and replacement with unspecified breast implants was (B)(6) 2019. On (B)(6) 2019, it was confirmed by the patient that the patient felt pain in the left breast. On 11/11/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The implants are 350cc. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, during visual evaluation of the sample, it was observed parallel lines of shell wear running from the anterior to the posterior aspect. Leak testing was performed and it revealed a tear measuring less than 0.1 cm at the end of the lines of shell wear in the posterior view. No other anomalies were discovered. Shell wear suggesting in-vivo folding or creasing of the device and a crease/fold failure may be the result of the continuous and sustained stresses to the device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this 152578 lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, during visual evaluation of the sample, it was observed parallel lines of shell wear running from the anterior to the posterior aspect. Leak testing was performed and it revealed a tear measuring less than 0.1 cm at the end of the lines of shell wear in the posterior view. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Shell wear suggesting in-vivo folding or creasing of the device and a crease/fold failure may be the result of the continuous and sustained stresses to the device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/21/2020, it was reported to mentor that the replacement devices were non-mentor devices. Manufacturer¿s reference number: (B)(4).